Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
The healthcare provider (hcp) reported via the user facility that there was a device revision in 2017. It was relocated and reprogrammed. The patient outcome was hospitalization. There were no further complications reported as a result of this event. The reason for use was gastroparesis.